Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufactures representative reported the issue recovered without sequelae. It was also noted the pump was removed prophylactically, on 03/29/2018, to avoid in-vivo battery depletion.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. The pump was returned, and analysis found a hole in the pump tube and an undetermined root cause overinfusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the event date was (B)(6) 2017. In response to requests for actions/interventions taken, the cause of the volume discrepancy, and the resolution of the volume discrepancy it was reported as "n/a". It was noted that the cause of the volume discrepancy and the investigation were ongoing. The patient's baseline weight was (B)(6)kg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The information previously provided also came from a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving remodulin with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported refill was out of range. On (B)(6), the subject underwent a refill (unscheduled 36) and an associated device malfunction was reported as refill accuracy ratio for refill on (B)(6) was 0.74 and below the range. The expected residual volume was 6.3ml and the actual residual volume was 15ml. The pump was sent for analysis. No symptoms were reported. No further complications were reported/anticipated.